Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 2 to resolve the reported issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting - pre-anesthesia of a da vinci-assisted surgical procedure, no ports placed, customer called in during system setup to report that they were facing an 319 error pointing to universal surgical manipulator (usm) arm 2. Before calling in they already restarted the system with no improvement. Intuitive surgical (is) technical support engineer (tse) checked the logs and confirmed the issue pointing to an issue in the usm. Tse guided customer to restart with emergency power-off (epo), but this did not resolve the issue. Tse proposed to disable the arm 2 and start with 3 arms but customer explained that most likely the surgeon would not like to start with 3 arms. Call ended. Later tse checked logs and noticed that the system was used with 3 arms. The procedure continued as planned with no reported injury.